Event description:
Had to have 7 year old silicone gel implant removed because it was ruptured and in many pieces. Have had many health issues in the past 4 or 5 years including hardened and painful right breast, pain in the breast and under the arm pit. Sore joints and low white blood count and high red blood count. Flu like symptoms.